Event description:
It was reported that during a da vinci si pancreatectomy procedure, the plastic insulation on the tip of the fenestrated bipolar forceps instrument broke off. The site was unable to confirm if the broken instrument piece fell into the patient. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On march 13, 2012, the initial reporter at university hospital indicated that he is unable to confirm if the broken instrument piece remains in the patient. No patient harm, adverse outcome or injury occurred and to the best of his knowledge, the patient has not returned to the hospital due to any post operative complications. No other information was provided.